Manufacturer narrative:
Information contained in this record was previously submitted thru psr. Reason for reoperation is capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified underweight and broken on the anterior side. A visual and microscopic analysis was performed which identified a striated broken shell, wear abrasion and crease folds. Based on the device analysis the final assessment is: broken striated edge opening on the anterior side due to surgical damage consistent with the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted.